Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device led to the event, we are filing this report for notification purposes.

Event description:
It was reported that on (B)(6) 2010, patient underwent an unknown surgery. Post-op, patient suffered from extreme pain for many years. It is stated that the pain began shortly after surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.